Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's knee was manipulated under anesthesia for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: nexgen straight stem extension, catalog #: 00598801215 lot #: 63491538, nexgen tibial block and screws, catalog #: 00598800427 lot #: 63533113, nexgen stemmed tibial component, catalog #: 00598003702 lot #: 63413274, persona all polyethylene patella, catalog #: 42540000032 lot #: 63569124, persona standard cructiate retaining femoral, catalog #: 42502606202 lot #: 63526672, unknown palacos bone cement, catalog #: unknown lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's knee was manipulated under anesthesia due to stiffness. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's knee was manipulated under anesthesia due to stiffness & arthrofibrosis. Attempts have been made and additional information on the reported event is unavailable.